Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation corrected data: d4 additional data: h3 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The reportable malfunction was confirmed, however, the foreign material was not identified. Based on the results of the investigation, a definitive cause could not be determined and the foreign material could not be identified. The probable causes could be identified as simethicone based on customer follow up response: they did not perform cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. The customer did not know the nature of the foreign material. During pre-cleaning: the a/w nozzle was flushed with water and air during precleaning. Instructions for use (IFU) was not followed for manual cleaning/reprocessing prior to return due to reported malfunction. There were no abnormalities in the accessories used for reprocessing. The customer use espumisan (contains simethicone) through the auxiliary water channel. The event can be detected/prevented by following the IFU: reprocessing manual chapter 5 reprocessing the endoscope operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air/water cylinder, jet-tube and air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.